Event description:
It was reported that the lead safety switch (lss) was triggered on this right ventricular (rv) lead. It was noted that this lead had high out of range pacing impedance. It was noted that the impedance has been gradually increasing. Technical services (ts) provided different resolution recommendations and recommended monitoring the lead. The lead remains in use. No adverse patient effects were reported.